Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that their onetouch verio pro meter was reading inaccurately high. The patient claimed that they obtained a blood glucose result of "169 and 166 mg/dl" with the subject meter and within 30 minutes obtained a blood glucose result of "120 mg/dl" on another onetouch device. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied developing symptoms or receiving medical intervention as a result of the alleged issue. The alleged issue was not resolved with troubleshooting. This complaint is being ruled out as an adverse event because the patient did not allege any harm due to the alleged issue. However, this complaint is being reported as a malfunction because the alleged inaccuracies were not resolved with troubleshooting.

Manufacturer narrative:
Follow-up (9/10/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. However, the returned test strips when tested with control solution do not start an assay (apply blood icon appears). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.